Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented in the operating room during pacemaker generator change due to normal eri. Physician was unable to witness pacing spikes from the replacement generator. He also wasn't able to see any pacing support. New pacemaker was able to see pacing support. Physician proceeded wit the device and implanted and tested the device without incident.